Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse will replace the universal surgical manipulator (usm2) due to 48100 and 1123 errors. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm2 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support engineer (tse) and reported an error on universal surgical manipulator (usm2). The customer performed a hard restart of the system, but the issue persisted. It was advised that a field service engineer (fse) visit would be necessary. The customer expressed a desire to have usm2 examined as soon as possible, and continued setup using three usms. Isi field service engineer (fse) was dispatched to the site to further troubleshoot. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm2) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The system logs showed error 1123, indicating a failure to read calibration data from the searchlight, confirming that the fault occurred in the field. Visual inspection revealed no issues related to the reported event. The usm was installed on a golden system, where it functioned as expected. However, when installed on a patient side cart (psc) fixture test platform (pftp), the sensor check failed on the yaw axis, successfully replicating the reported issue. The probable root cause is attributed to failure in the yaw searchlight printed circuit assembly (pca). This issue resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.